Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40, lot# va0kc0b, implanted: (B)(6) 2014, product type lead. Product ID 3387s-40 ,lot# va0kc0b , implanted: (B)(6) 2014, product type lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type extension.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's device turned off when the neurologist was programming and they could not keep the device on long enough to try and program. They further tested the impedance and contacts where patient was programmed were low. No environmental/external/patient factors that mayhave led to or contributed to the issue were reported. Diagnostics/troubleshooting included a new recharger sent. Interventions/actions taken to resolve the issue include the device remaining off and the patient will be managed with medication. The issue is not resolved. The entire system will be explanted. No further complications were reported or anticipated.